Manufacturer narrative:
Article citation: martin de bustamante, j.m.; mendoza, a.; lópez-muñoz, s.; garcía-fernández, e.; gómez-prieto, p.; jiménez-yuste, v. A new face of fibrin-associated large b-cell lymphoma: epstein¿barr virus-positive breast implant-associated diffuse large b-cell lymphoma. J.clin. Med. 2023, 12, 3614. Https://doi.org/10.3390/jcm12113614. Continued h.6 health effect impact codes: f1901 additional surgery, f2201 biopsy, the event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Literature article titled "a new face of fibrin-associated large b-cell lymphoma: epstein¿barr virus-positive breast implant-associated diffuse large b-cell lymphoma¿ reports "patient was diagnosed with right side capsular contracture baker grade iii". The device was explanted and replaced. The replacement device was subsequently removed. Manufacturer of the device is unknown.